Event description:
Procedure: lap cholecystectomy. Reportedly, the tissue was put into the pouch. The pouch then broke and the tissue fell into the cavity. Another device was applied without incident and there was no reported injury.

Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.